Event description:
Boston scientific was notified of the following event which occurred during the embolization of a carotid-ophthalmic aneurysm. The matrix coil was used in conjunction with an excelsior microcatheter. During the introduction of the third coil, resistance was felt. Upon further advancement, the coil became disconnected from its introducer wire. The coil was only partially in place so it was retrieved with a retrieval device.